Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support attempted to troubleshoot the issue, however, the occlusion continued. A replacement pump was sent to the customer to resolve the issue.